Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat uterovaginal prolapse and stress urinary incontinence and mesh was implanted along with the concurrent procedure of hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, bleeding, urinary problems, recurrence, dyspareunia, and unable to have sex due to pain.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.